Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions for no femoral imaging and plunger not fully depressed.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an electrophysiology (ep) procedure. Femoral imaging was not performed. The first proglide was successfully pre-placed. Reportedly, with the second device, the plunger was inadvertently not depressed completely, resulting in no suture present when the plunger was removed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 15f and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, investigation determined that the reported issue appears to be related to user error. Reportedly, the plunger was not depressed completely which contributed to the reported needle to cuff miss and the observed posterior needle tip not ejecting completely from the posterior foot pocket. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.